Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high sensing integrity counter (sic) was noted on the right ventricular (rv) lead which was placed in the atria. The patient stated that after manually checking their own pulse, the rate is below the lower rate following exercise. The lead remains in use. No patient complications have been reported as a result of this event.